Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, non penetrating nicks, creases, observed an opening assessed as fold flaw opening, observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient representative reported left side implant removal from textured to smooth due to the concerns of the product.healthcare provider confirmed. Patient also reported left side pain and hardness. Healthcare provider additionally reported "left side pain, possible left side capsulectomy as well as an exchange from textured to smooth due to concern with the product." Healthcare provider later reported "capsular contracture baker grade IV". The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.